Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure- stent dislodgement. Patient's condition affected effectiveness of device (80% stenosis, excessive tortuosity and severe calcification). Deformation problem (advancement through lesion). Evaluation conclusion: known inherent risk of procedure (stent dislodgement). Device failure related to patient condition (80% stenosis, excessive tortuosity and severe calcification).

Event description:
It was reported that a physician was attempting to deploy an 8mm diameter x 60mm length assurant cobalt peripheral stent to treat a lesion in the left common iliac artery with 80% stenosis, excessive tortuosity and severe calcification. It was reported that the lesion was pre-dilated and that resistance was noted while crossing the lesion. It was noted that the stent dislodged from the delivery catheter in the vessel of the common iliac after the vessel was pre-dilated. The stent was retrieved via open surgery and another stent was used to complete the procedure. No other clinical sequelae were reported.